Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There was evidence that the device has been used. During a visual inspection of the device, a bend in the needle was confirmed when the handle was manipulated and the needle was advanced outside of the sheath. The device was received with the handle and needle in the retracted position. There was a bend in the sheath at 4 cm from the distal end of the proximal handle when the device is in the retracted position. When the needle is in the fully advanced position, it is bent at 4.1 cm from the distal end of the device. The bevel of the needle was visually examined under magnification and was fully intact. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Per the reporter, "upon opening the package, it was noticed that the tip of sheath and needle were bent." The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Kinks and bends can occur if the device experienced excessive pressure during use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used after a failed visual inspection prior to the procedure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During endoscopic ultrasonography (eus) fine needle aspiration (fna), the physician used a cook echotip ultra endoscopic ultrasound needle. Upon opening the package, it was noticed that the tip of sheath and needle were bent. The user wondered if the device could be used for the procedure, so the complaint device was inserted into the accessory channel of the endoscope which was placed in the patient's body. The tip of the sheath could be seen a little by ultrasound image, but soon after it could not be seen. Therefore, endoscope and needle were removed from the patient's body. Then, needle was inserted into the accessory channel of the endoscope outside of the patient's body and it was confirmed that the needle exited the sheath in an inappropriate sideways angle. The user stopped using this device and another device was used to complete the procedure.